Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's complaint of failed psi test could not be confirmed through occlusion testing or pressure test. However, a lifting downstream occlusion (dso) seal and upstream occlusion (uso) seal were found. The dso/uso seals were replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was failed "psi" test. The event occurred during testing. There was no patient involvement.